Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The device was received, the investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as investigation results become available a final report will be submitted. (B)(4).

Event description:
It is reported that when opening the box of the allofit alloclassic shell 50/hh, the complainant noticed that the inner packaging was not vacuum sealed. The product was replaced with same device.

Manufacturer narrative:
Were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that the inner packaging of the allofit shell was not vacuum sealed. No other documents were provided. Devices analysis: the allofit alloclassic shell was returned for investigation in the original inner pouch. Together with the shell also the IFU and the original packaged plug were returned for investigation. The outer sterile pouch as well as the protective pouch and the carton box were not returned because they were discarded in the hospital. The plug and its pouch did not show any damage. The pouch of the allofit shell was not vacuumed anymore. The pouch of the allofit shell showed imprints of the allofit cup and superficial scratches due to the movement of the cup within the pouch on both sides of the pouch. A small hole in the pouch could be observed close to the border of the shell in an area were imprints and scratches were also visible. Review of internal documents: inspection plan: the packaging steps are 100% checked during the packaging process. The manufacturing documents were checked and there was no failure or deviation found during the packaging process. Possible causes for the reported event: sterile barrier affected, part not fixed in packaging, interference surgery flow due to insufficient sealing of the pouch due to damaged vacuum machine. Sterile barrier affected, part not fixed in packaging, interference surgery flow due to insufficient sealing of the pouch because pouch wrongly positioned. Sterile barrier affected due to vacuum too high and pouch is damaged because damaged vacuum machine. Vacuum not visible, part not fixed in packaging, interference surgery flow due to vaccum too low because damaged vacuum machine. Bag is not tight (ivp/avp), sterile barrier affected due to bag is not tight because hair in the contact area between two polymer layers. Sterile barrier affected, part not fixed in packaging, interference surgery flow due to bag is not tight, sterile barrier affected because wrong packaging material used. Unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration during transport or storage). Comparison to investigation results whether it is possible and justification: not possible as the vacuum welding is completely intact. Not possible as the manufacturing documents show that there was no failure or deviation found during the packaging process. Not possible as no part have been found to be in contact with the layer. Not possible manufacturing documents were checked and there was no failure or deviation found during the packaging process. Possible as it is possible that there was vibration during transport or storage which caused the rupture of the pouch. This point cannot be excluded, as only the inner pouch was returned for investigation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Our investigation and our production records do not indicate any incidents during manufacturing process. The review of the device history records showed that the device was manufactured, washed and packaged according to defined specifications with no reported non-conformities regarding the sterile barrier. However, it is possible that the damage to the inner sterile pouch occurred during transportation or device handling. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).